Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication screen on the patient programmer and the reposition antenna screen on the implantable neurostimulator (ins) recharger. The last successful charge session was probably 3 or 4 months ago. The patient was redirected to their healthcare provider for physician mode recharge (pmr) due to likely over-discharge. No patient symptoms were the reported. The patient further reported that their patient programmer would not power on when they first used it and they replaced the batteries to resolve the issue. The indication for implant was failed back surgery syndrome and spinal pain. It was reported that the patient had their device replaced as it died. No further complications were reported.